Event description:
Stryker reprocessed tourniquets are not holding pressure during orthopedic surgeries. The defective tourniquets have occurred repeatedly during more than 10 surgeries and substitute product is difficult to obtain. Manufacturer has been informed and picked up 7 of the defective tourniquets. The defects began early this year and have continued for 2 months.

Event description:
Stryker reprocessed tourniquets are not holding pressure during orthopedic surgeries. The defective tourniquets have occurred repeatedly during more than 10 surgeries and substitute product is difficult to obtain. Manufacturer has been informed and picked up 7 of the defective tourniquets. The defects began early this year and have continued for 2 months.